Event description:
Ph solution 7.0 buffer solution, the lot numbers are suspected of having mold growth. We had bottles with lot #s ml-p7-1158. Per company name: we removed bottles from inventory, sequestered, disinfect and rinse the phoenix meters, bleach and heat all dialysis machines, complete medwatch form and submit to MFR and FDA, contacted mesa labs for replacements. See scanned pages.